Event description:
It was reported that the user experienced an unresponsive sleep/wake button on the ilet device, and the user plans to record the behavior and call when the button does not respond. Symptoms included no clinical effects reported. Outcomes included no alerts or alarms and no medical sequelae reported. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed a suspected malfunction of the hardware sleep/wake button, with no additional device component issues identified during support. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evidence.